Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of foreign material blocking the channel was confirmed. Foreign material was found in channel. This is due to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope experienced difficulty manually cleaning, the brush was never successful in coming out during reprocessing. There was something stuck inside the scope. A stiff wire was used to clear the channel, but that wouldn¿t come out either. There was an unknown biohazard material found in the biopsy channel.

Event description:
The customer was able aspirate fluid only.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5, e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following instructions for use below: "operation manual_ inspection of the endoscopic system_ inspection of the instrument channel. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." "Operation manual_ insertion_ suction: warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur." Olympus will continue to monitor field performance for this device.